Event description:
It was reported that a customer observed no flow before use of a half-day infusor. This occurred when the blue winged cap was removed, and no solution was flowing from the device. The device had been filled with 2500mg of desferrioxamine in 0.9% sodium chloride solution. The product was not used. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 10, 2014 to june 12, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was white drug precipitate in the fluid of the reservoir. When the devices cap was removed flow was not observed. Upon closer inspection it was identified that the precipitate was blocking the fluid. The cause of the no flow was drug blocking the fluid path. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.